Event description:
Upon review of a (B)(6) male patient's flag files, zoll customer support to reported several instances of service code 29 (charge profile fault). The patient was contacted and issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (charge profile faults) has been confirmed. As received the monitor was displaying a charge profile fault. The cause for the fault was isolated to a misaligned monitor interconnect board. The root cause for the misalignment could not be positively identified. After cleaning and reseating the interconnect board, the monitor was fully functional. No adverse event resulted from the defective monitor. The patient received a replacement monitor.